Event description:
It was reported that a small volume intermate was leaking. The reporter stated that the device was filled without issue. When the device was being labeled, liquid was observed on the device, "near the cap¿. The cap was noted to be closed. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 09, 2014 ¿ july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.